Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The rdf showed that images were too bright and the camera alignment was off, which could lead to a high hematocrit product. The images too bright can be due to a miscalibrated lighting system, a missing diffuser plate, calibration to a poor diffuser and then a new diffuser put in (or the filler changed) without remeasuring the lighting using sts, or a broken cal pot on the lighting board driving the voltage too high. A terumo bct service technician inspected the device at the customer site. He realigned the camera, replaced the diffuser plate, and adjusted the lighting to meet calibration specifications. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Event description:
The customer reported that a mononuclear cell (mnc) collection procedure resulted in an unexpected high product hematocrit (37%). The patient's hemoglobin dropped by 1g/dl post-procedure. It is unknown at this time what kind of medical intervention was necessary for this event. Patient identifier, age and gender are not available at this time. This report is being filed due to unknown medical intervention.

Manufacturer narrative:
Investigation: the service history for the past year for this device was reviewed. There have been no service issues related to this incident for this device. The post-procedure hematocrit and hemoglobin counts were similar to what they would be if the patient had donated a unit of blood. No medical intervention was necessary for this event. Root cause: the root cause of the high product hematocrit is that the lighting intensity was too high, interfering with the proper interface identification. The cause of the lighting intensity issue is undetermined, however the replacement of the diffuser plate has resolved the issue and was likely the cause or a contributing factor. The device is now operational

Event description:
The customer reported that no medical intervention was necessary for this event.